Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Incorrect behavior - stumble recovery not ingaging. The patient fell when getting up out of his chair. Fell and broke 2 ribs. Hospitalized one night for observation. Fell after getting out of the chair. Patient has recently had multiple falls with this knee unit. He states that he does not feel the stumble-recovery engaging when he does fall. Please make sure he has not damaged the knee during his falls. Has the patient already made steps after getting up or did the incident happen during standing up? The patient got up out of the recliner, took his 2 trekking poles and started to walk over to his computer when he fell. If the patient already stood, did he fall to the front, the back or to the side? He fell to the front with his left arm underneath his torso and rolled onto his back. It was stated, that the stumble recovery did not work, could you please specify the behavior that the patient expected and the behavior of the joint during the fall? When the patient began to walk to his computer, he said his prosthetic toe caught and the knee just collapsed without the stumble recovery engaging. Did the patient use the wheelchair and the walking cane during the incident? The patient was using his two trekking poles.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.